Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the same malfunction code did not recur, and the customer was instructed to continue using the pump while understanding to call back if any malfunction reappeared.